Event description:
Per information provided: on (B)(6) 2013- patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 1). Per op notes, ¿there was a midline hernia and was repaired by placing a sepramesh ip (device 1) and tacked¿. On (B)(6) 2017- patient was diagnosed with recurrent umbilical hernia with seroma, thereby underwent open repair with explant of sepramesh ip (device 1), implant of bard soft mesh (device 2). Per op notes, ¿the sepramesh ip (device 1) was excised. A bard flat mesh (device 2) was placed undersurface of the fascia and sutured¿. On (B)(6) 2017- patient was diagnosed with adhesions to abdominal wall, thereby underwent open repair with partial explant of bard soft mesh (device 2). Per op notes, ¿some portions of bard soft mesh (device 2) with inflammatory reaction was explanted and sutured¿.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.